Event description:
Note: this report pertains to the one of two device complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2009-04520 for the associated device report. The date of event and procedure date are unk. It was reported to boston scientific corporation on (B)(6) 2009 that two extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, both balloons ruptured before the stone could be retrieved from the patient's common bile duct. The procedure was completed with a different device (name & manufacturer unk). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The lot number of the suspected device was not available; therefore, the device MFR and expiration dates are unk. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).